Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that a piece of plastic chip off from the reservoir and buttons were hard to push, sticky and sometimes unresponsive. Customer's blood glucose level was unknown. Customer reported that rewound was slower than normal and insulin pump rejected the batteries as well. Insulin pump will not be returned for analysis.